Event description:
Additional information was received that noise was observed and it resulted in over-sensing.

Event description:
During a remote follow-up, inappropriate mode switch (ams) was observed on the right atrial (ra) lead. The suspected cause of the event was due to lead damage, although not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.